Event description:
The customer reported that the device went in and out of synch mode spontaneously. They reported that this had no pt impact.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.